Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer stated the insulin pump was exposed to moisture (sweat) due to them wearing the insulin pump during exercise and yoga. The customer¿s blood glucose level was 137mg/dl at the time of the incident. The customer stated the o-ring was broken off on the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify dimmed screen anomaly due to blank display. Pump received with corroded motor home switch, minor scratched display window, cracked battery tube threads,cracked reservoir tube lip(not broken), cracked case at reservoir tube window corner and cracked reservoir tube window.